Manufacturer narrative:
Date of event: (B)(6) 2015. Date of this report: (B)(6) 2015. Additional report source: user facility. All pertinent information available, to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with corneal abrasion/ epithelial defect and 3+ stromal edema in right eye 4 days post photorefractive keratectomy (prk). Visual acuity sans corrected (vasc) in right eye 20/150. Bandage soft contact lens (bscl) placed in right eye. Prescribed zymaxid and predforte four times a day. It was stated that the patient experienced no loss of best corrected visual acuity (bcva). The patient complained of extreme pain, blurry vision and discomfort. Patient reported that the event is lasting and disabling, significantly interfering with daily activities. Right eye pre-op 20/20 -.75 x -.50 x 66, bcva from (B)(6) 2015. Left eye pre-op 20/20 -.75 x -1.25 x 133.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.